Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 334 and 152 mg/dl and 236 and 155 mg/dl. Customer was also concerned the results were high. The customer¿s expected am fasting blood glucose test result range is 145-150 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 241 mg/dl and 258 mg/dl using true metrix air meter; the customer was not satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/15/2023 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: result 1: 160 mg/dl , date: (B)(6) 2021 ,time: 7:30 am non-fasting , result 2: 161 mg/dl , date: (B)(6) 2021, time: 7:30 am non-fasting , result 3: 186 mg/dl , date: (B)(6) 2021 , time: 8:00 am non-fasting , result 4: 334 mg/dl ,date: (B)(6) 2021 , time: 8:00 am non-fasting , result 5: 152 mg/dl , date: (B)(6) 2021 , time: 8:00 am non-fasting , result 6: 236 mg/dl , date: (B)(6) 2021 , time: 8:00 am non-fasting ,and result 7: 155 mg/dl , date: (B)(6) 2021 ,time: 8:00 am non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 11-jan-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 11-jan-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 334 and 152 mg/dl and 236 and 155 mg/dl. Customer was also concerned the results were high. The customer¿s expected am fasting blood glucose test result range is 145-150 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 241 mg/dl and 258 mg/dl using true metrix air meter; the customer was not satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/15/2023 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: result 1: 160 mg/dl , date: (B)(6) 2021 ,time: 7:30 am non-fasting , result 2: 161 mg/dl , date: (B)(6) 2021, time: 7:30 am non-fasting , result 3: 186 mg/dl , date: (B)(6) 2021 , time: 8:00 am non-fasting , result 4: 334 mg/dl ,date: (B)(6) 2021 , time: 8:00 am non-fasting , result 5: 152 mg/dl , date: (B)(6) 2021 , time: 8:00 am non-fasting , result 6: 236 mg/dl , date: (B)(6) 2021 , time: 8:00 am non-fasting ,and result 7: 155 mg/dl , date: (B)(6) 2021 ,time: 8:00 am non-fasting.